Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture was noted on the atrial lead. Diagnostic imaging was performed and the atrial lead was noted to be dislodged. The lead was replaced and discarded and the patient was stable with no consequences.